Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post implant there was loss of right ventricular (rv) lead capture and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.